Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. It was reported the patient experienced additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The pre-op x-rays show proximal screws that are broken. The first im nail was explanted and replaced by an im nail from a different manufacturer. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; was explanted due to a non-union.